Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2018) is considered to be a best estimate. This emdr was submitted to represent the bard/davol ventralex st (device # 2). An additional supplemental emdr submitted to represent the bard/davol composix mesh e/x (device # 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013 ¿ patient was diagnosed with umbilical and incisional hernia thereby underwent laparoscopic repair with implant of composix e/x (device #1). Per operative notes, ¿a small incisional hernia and umbilical hernia close to one other were noted and composix e/x mesh (device #1) was placed in the abdominal cavity and tacked. The defect in the umbilicus was closed with sutures.¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral abdominal incisional hernia and pain thereby underwent open repair with partial removal of composix e/x mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿the hernia sac was opened which had a previous hernia mesh (device #1) and omentum within hernia sac. The mesh (device #1) was excised partially and ventralex st mesh (device #2) was placed into the defect and sutured. ¿ on (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia, infection and pain thereby underwent open repair with removal of all meshes (device #1 and #2). Per operative notes, ¿adequate scar tissue and turbid fluid collection were identified. Both meshes (device #1 and #2) with sutures were identified and explanted. The recurrent defect was primarily closed with sutures.¿